Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received info stating that the lower display on an 840 ventilator was blank. The ventilator was not in use on a pt at the time the malfunction occurred.